Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(4) 2011 that a (B)(6) female patient underwent a diagnostic catheterization procedure on (B)(6) 2011. Access was obtained via a 6f sheath. Reportedly, mynx was used to close the access site and hemostasis was successfully achieved. There was no reported hematoma. The patient complained of swelling and of feeling a knot at the access site. She was brought in for a venous duplex ultrasound 2 days later. The patient was diagnosed with a palpable lymph node (2.8-3 sonometers) causing external iliac vein stenosis. The patient was placed on 7 days of lovenox in addition to coumadin until the target inr was to be achieved. It was reported that at the patient's follow up appointment, venous flow had been restored. There were no reports of the patient having been given anti-inflammatory or antibiotic meds. No further information was provided.